Event description:
It was reported that patient experienced implantable pulse generator (ipg) stopped working due to inability to hold charge. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted device was not returned.